Event description:
A (B)(6) year old female having a laparoscopic rouz-en-y gastric bypass. As the 21 eea anvil trans-oral delivery device was being passed down the patient's esophagus, the anvil got hung on the patient's glottis mechanism. The anvil dislodged from the ng tube and lodged in the level of the patient's level of the glottis. The surgical procedure was paused until the anvil could be retrieved. The anvil was retrieved through the patient's mouth. Surgical procedure continued, including passing another 21 eea anvil trans-oral delivery device again successfully down the patient's esophagus. The surgery procedure was completed and no further complications noted at that time. The patient was sent to ICU intubated due to her posterior pharyngeal trauma. The patient was extubated on (B)(6) 2014. No permanent harm noted to patient.